Manufacturer narrative:
Analysis confirmed the reported error occurred. The main printed circuit board was found to be out of electrical specification and contaminated. Display wires were also found to be pinched, with wire insulation exposed. The display flex, upper/lower cases, display frame, two display grommets, insulator label, keypad, encoder assembly, four knobs, two display frame screws, four encoder nuts, and six main printed circuit board screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.